Event description:
The customer reported that following a diagnostic catheterization procedure on september 20, 1999 a vasoseal vhd kit size 4 was deployed. The pt was taken to surgery on september 28, 1999 for removal of a foreign material from the artery. A right femoral thrombectomy was performed. No pathology results were available. No further complications were reported.